Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 11/13/15. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a pulmonary vein isolation (pvi) procedure with a lasso navigational variable eco catheter. After a few hours into the procedure, the catheter could not be removed from the veins. When they managed to remove it from the vein, they noticed a ¿weird structure¿ attached to the vein. The appearance of the particle was described as piece of paper. The procedure was successfully completed without any patient consequence. The returned device was visually inspected upon receipt and a whitish material was found on the distal end of the catheter. A fourier transform infrared spectroscopy (ft-ir) was performed in order to identify the type of foreign material; the results demonstrated that the material had a biological composition similar to the showed by human tissue. The catheter was reviewed and it was found in good conditions; all rings were free of damage. No bends or sharp edges were observed. The catheter outer diameters were measured and it was found within specifications. The catheter was introduced in an instructions for use (IFU) recommended sheath and no resistance was noticed during the procedure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a foreign particle has been verified; however the catheter was found within specifications. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). Methods: no testing methods performed. Results codes:no results available since no evaluation performed. Conclusion: device not returned. (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) procedure with a lasso navigational variable eco catheter and foreign material was found on the loop of the catheter. After a few hours into the procedure, the catheter could not be removed from the veins. When they managed to remove it from the vein, they noticed a "weird structure" attached to the vein. The appearance of the particle was described as piece of paper. The procedure was successfully completed without any patient consequence. Upon further investigation, information was received stating that the catheter condition was observed upon removal of the catheter from the patient's body. There was no need for any additional procedure for this issue. The particle was sticking on the loop of the catheter. Since foreign material was found on the catheter's usable length, this event has been assessed as a reportable malfunction.